Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert in the remote monitoring system for an abnormal impedance measurement. The patient was seen in the clinic and interrogation with a programmer gave the high impedance (hi) error code and showed the measurement as greater than 400 ohms. Technical services reviewed the available device data and noted no episodes were stored, with good sensing in the programmed vector. Device therapy was available, but could not be guaranteed to be effective. At this time, the device was programmed off and the patient returned the next day for x-rays. The field representative noticed in the x-rays that the device was rotated in the pocket. However, technical services review identified a potential kink in the electrode body. Therefore, the cause of the out-of-range impedance measurements could not be confirmed and further evaluation was necessary. No adverse patient effects were reported. The device remains implanted but programmed off pending further investigation. The field representative reported that an invasive intervention was planned for (B)(6) 2020. It was later reported that a revision procedure was performed (B)(6) 2020 where the electrode was explanted and replaced. This device remains implanted and in service with the new electrode. Twiddlers syndrome was determined to be the cause for the high, out-of-range shock impedance measurement and the hi error code observed clinically. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(6) captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of high shock impedance measurements.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert in the remote monitoring system for an abnormal impedance measurement. The patient was seen in the clinic and interrogation with a programmer gave the high impedance (hi) error code and showed the measurement as greater than 400 ohms. Technical services reviewed the available device data and noted no episodes were stored, with good sensing in the programmed vector. Device therapy was available, but could not be guaranteed to be effective. At this time, the device was programmed off and the patient returned the next day for x-rays. The field representative noticed in the x-rays that the device was rotated in the pocket. However, technical services review identified a potential kink in the electrode body. Therefore, the cause of the out-of-range impedance measurements could not be confirmed and further evaluation was necessary. No adverse patient effects were reported. The device remains implanted but programmed off pending further investigation. The field representative reported that an invasive intervention was planned for (B)(6), 2020. It was later reported that a revision procedure was performed (B)(6), 2020 where the electrode was explanted and replaced. This device remains implanted and in service with the new electrode. Twiddlers syndrome was determined to be the cause for the high, out-of-range shock impedance measurement and the hi error code observed clinically. No additional adverse patient effects were reported. In (B)(6) 2021 the s-ICD system was explanted and replaced with a transvenous ICD system. It was reported that the new electrode was exhibiting similar impedance issues as the previous electrode and twiddlers syndrome was again suspected. The explanted products were returned for analysis.